Event description:
During the implant of a right ventricular assist device the outflow valve housing nut leaked blood to air. Hand tightening did not stop the bleeding. An attempt to flash sterilize a wrench was done; however, the wrench was not needed as the bleeding had stopped.